Manufacturer narrative:
The instrument has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spine clamp had difficulty opening. There was no patient involved.